Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: synthes manufacturing location was discovered upon receipt of subject device. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 02 sep 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device is not associated with this complaint and, therefore, the medwatch reports associated with this device are hereby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 27, 2015, reporting that device part number 208.409 is not associated with this complaint and is associated with complaint number (B)(4). The part was returned in error under this complaint and therefore, this medwatch reports associated with this part under this complaint ((B)(4)) are hereby rescinded. The part and reported issue and associated evaluations will be reported under the correct complaint number.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a plastic bag, different from the original packaging. The screw is broken. The threaded part of the screw is missed. There are traces of utilization at the hex head visible. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The certificate of the material was inspected with the result, that it meets the specification. The diameter of the screw and the dimensions of the drill hole were evaluated and fulfil also the specifications. Based on these investigations, the complaint is rated as confirmed but as not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After product was evaluated by the manufacturer, it was noted that two screws were broken and one had backed out.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent revision surgery on (B)(6) 2015. The patient had pain after the first surgery on (B)(6) 2015 so the surgeon decided to perform a revision surgery. During the revision surgery, it was found that one screw had broken. The surgeon removed the broken screw and placed two new screws on the patient¿s fracture. This is report 1 of 2 for (B)(4).

Event description:
Update: during the revision, it was discovered that one screw had broken and one had backed out. The surgeon removed both screws and placed two new screws on the patient¿s fracture. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes ¿ hty, jdw, hrs. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.